Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department three days post-system implant with leg swelling and shortness of breath. A computerized tomography (CT) scan showed a left-sided pneumothorax that was reportedly implant-related. The patient was admitted for chest tube placement and was discharged a few days later. The right ventricular (rv), right atrial (ra), and left ventricular (lv) leads remain in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.